Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) catalyst ide study, patient site ID: (B)(4). It was reported that on (B)(6) 2022, a 18mm amplatzer amulet left atrial appendage occluder was implanted into the patient. Shortly after being discharged, on (B)(6) 2022, the patient was re-admitted to the hospital for confused mental state. A CT scan was done on the patients head, and a stroke was discovered. Surgical intervention was performed to treat the stroke. On (B)(6) 2022, it was reported that the patient had a vascular pseudoaneurysm in the right femoral artery. Surgical intervention was done to repair the artery, and a blood transfusion was administered. On (B)(6) 2022, a CT scan was done on the patients abdomen and pelvis. Second stage prostate and bone cancer were discovered. It was decided that the cancer was too developed to treat and the patient was withdrawn life support. The patient died on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
An event of vascular pseudoaneurysm one day after the amulet procedure was reported. It was also indicated that surgical intervention was done to repair the artery, and a blood transfusion of packed red blood cells (prbc) was administered. No additional information regarding the device was provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.